Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. An investigation of the device inspection records was conducted by the manufacturer. There were no deviations or non-conformances during the inspection process. A visual inspection found customer applied labels, there was no visible, physical damage. Functional testing found the power source did not ignite the lamp. Power entry module has worn tabs and is loose from chassis. The reported condition was confirmed from the evaluation. The definite root cause cannot be reliably determined.

Event description:
A field engineer initially reported on behalf of the customer that on (B)(6) 2018, a 00mlx mlx 300 w xenon lightsource was not working. Additional information received on 09aug2018 from the customer indicates that the patient was prepped for surgery. It was reported that the lightsource suddenly turned off and when the registered nurse went to check the device, it sparked and let out some smoke. The registered nurse immediately removed the unit from the room and replaced it with another. There was no delay in surgery and no patient injury was reported.